Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an open heart surgery for tricuspid valve repair, cox-maze procedure, and mitral valve repair. During the procedure, the atrial lead and left ventricular lead began exhibiting intermittent loss of capture at high outputs. Both leads were functioning normally prior to the procedure and it was suspected that they were damaged during the valve repair procedure. The leads were then capped and replaced on (B)(6) 2019. The patient was in stable condition during and after the procedure. Related manufacturer reference number: 2017865-2019-06737.

Event description:
New information received stated that the atrial and left ventricular leads also exhibited high capture thresholds.